Event description:
The customer contacted beckman coulter inc (bec) to report a clenz leak on the bottom right side below the laser of the lh500 instrument. The leak was present during shutdown; however the instrument was idle upon the arrival of the field service engineer (fse). Patient samples or treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. On the day of the event, a bec field service engineer (fse) observed that the tubing at pinch valve (pv) 37 was damaged and leaking. Pv37 provides cleaning agent to cleaning agent pump (pm10) and provides pressurized diluent from the sheath tank to the pressurized diluent manifold (mf11). Fse replaced the pv37 , which resolved the issue. Repairs were verified as per established procedures and the results meet published performance specifications. Root cause for the leak was the tubing at pinch valve (pv) 37 was damaged and leaking.

Manufacturer narrative:
(B)(4).